Event description:
A piece of endoscopy equipment did not work during the patient's procedure. A rat tooth was placed through though the endoscope to remove a previously placed stent. The rat tooth would not open and a new rat tooth was obtained and used.